Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of ¿camera head cannot be recognized¿ was unable to be reproduced. The root cause was unable to be determined. Based on the results of the investigation, it was identified that there was no endoscopic image intermittently due to the failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit intermittently does not recognize the camera head device. The issue was found during routine maintenance and there was no patient involvement.